Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.

Event description:
(B)(4). Information was received from a consumer via a company representative regarding a patient who was receiving baclofen 2000mcg/ml; 879 mcg/day via an implantable pump. The patient was also taking oral baclofen. Indication for use was intractable spasticity and cerebral palsy. Medical history includes a gastrostomy tube. The date of the event was (B)(6) 2016. It was reported the patient had been getting "tighter" in the last few months. The physician ordered a dye study which was scheduled at the hospital. The dye study was done and nothing was noted. The patient was sent for a computed tomography scan; results were not known. No interventions were done. The issue was not resolved. Patient status was alive - no injury. Additional information was received from a health care provider (hcp) through a manufacturing representative. The patient was brought to surgery; the catheter was surgically dissected and exposed. The catheter anchor was cut. The catheter was cut and retracted approximately 1 cm; spontaneous backflow of cerebral spinal fluid (csf) was noted. The catheter was spliced using sheaths and a pin connector. The catheter was aspirated at the side port without incident. The catheter was re-primed post op and the regular dosing pattern was resumed. The patient tolerated it well; no additional adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.